Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged multiple false positive results occurred throughout drawer b. There was ro report of patient impact.

Manufacturer narrative:
Investigation summary: customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Customer indicated that 6 bottles were negative. A bd field service engineer (fse) was dispatched and checked log files, did not find any errors with temperature or voltage of the entire machine. The fse added shorting boards to all racks in drawer b. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is a confirmed failure of a bd product. The root cause is racks required shorting boards. No new trends, risks, or hazards were identified as a result of the complaint.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged multiple false positive results occurred throughout drawer b. There was ro report of patient impact.